Manufacturer narrative:
On 8/12/2024, prior to a patient exam/procedure, a customer observed that a selenia dimensions (serial number (B)(6)) c-arm did not stop when the footswitch was released. The customer reported a burning smell. There was no patient or user injury¿no health consequence or impact. The field service engineer (fse) observed metal debris inside the gantry. The fse cleaned the debris throughout the inside of the system and replaced the vertical drag brake. The replaced brake was scrapped on site. The fse stated that the system functioned as expected after the part replacement. Initial evaluation: the drag brake was not returned for further investigation. The drag brake was 3071 days old at the time of the complaint. Investigation methods and findings: a review of the device history showed that the behavior did not recur since this complaint. Additional troubleshooting information was provided by the fse. When the fse moved the c-arm up, a shrieking noise was observed then the gantry shut itself off. The metal debris appeared to be from the drag brake. The debris is denser close to the brake and thinner further away. This indicates that the debris was coming from the brake. The footswitches were tested after the troubleshooting was completed and were found to be working to expectation. Further investigation could not be performed as the parts were not returned. Cause/root cause: the root cause of the uncontrolled motion is unknown. The probable cause is a malfunctioning drag brake due to wear and tear. Conclusion: in summary, the root cause is unknown, and the probable cause is a worn drag brake. A CAPA is not required for this incident as there was no alleged impact to patient or user and because the risk index is considered acceptable. This behavior will be continued to monitor and tracked in the future complaint confirmed: no. Device history record (DHR) review: UDI: (B)(4). Serial number: (B)(6). Sku: sdm-05000-3dc. Date of manufacture: 3/16/2016. Date of installation: (B)(6) 2016. Complaint date: (B)(6) 2024. Closest pm to complaint date: 5/9/2024. Date of part manufacture: unknown. DHR review: there were no discrepancies noted in the DHR related to this behavior.

Event description:
It was reported that on august 12, when the radiologists used the foot switch to move the gantry of the selenia dimensions, it continued to move once the foot was off the switch. The room had a strong burnt smell when we turned the unit off. A field engineer examined the device and found that the vertical drag brake failed, and metal debris was found inside the gantry. The field engineer cleaned the inside of the gantry, replaced the drag brake and tested functionality. The system is functioning properly and meets all manufacturer specifications. No injury was reported. Suspect metal debris caused temporary short and uncommanded motion.